Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment with intravenous (IV) injection of vancomycin 1gm stat, then every 5th day (duration not reported) and IV injection of meropenem 500mg twice in a day, (duration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.